Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to moisture damage in the electronic assembly. There was moisture damage in the motor assembly. The pump was unable to perform functional test due to blank display. The pump had a minor scratched lcd window, a cracked case near display window corners, a cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 103 mg/dl at the time of the incident. Customer was in the pool today and he was wading not doing anything major, customer states that he can see condensation behind the pump display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.